Manufacturer narrative:
Physio-control evaluated the device and was unable to verify or duplicate the reported failure. Proper device operation was observed through functional and performance testing. The device will be returned to the customer for use. A conclusive cause of the reported problem could not be determined.

Event description:
During morning test, it was reported that the device intermittently failed to charge and discharge into the test load. The facility biomed replaced the therapy cable, but the issue persisted. There was no patient involvement associated with the event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.